Manufacturer narrative:
(B)(4). UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503203 biolox delta, ceramic femoral head 32/+3.5, taper 12/14 2805405, item #: unknown liner lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip replacement surgery and subsequently the patient was revised less than three weeks later due to multiple dislocations. Surgeon upsized to larger head/liner combination. Attempts were made to obtain additional information; however, none was available.